Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had broken force sensor alarm. The customer¿s blood glucose level was 16.0 mmol/l. Customer stated that pump had broken force sensor alarm and cannot clear it. Troubleshoot was performed for broken force sensor alarm. Customer states they found broken force sensor alarm in alarm and cannot test pump at this time. Customer states pump was not exposed to a high magnetic field. Customer states they found the broken force sensor alarm in the history. Customer states they are not able to rewind the pump. Advised to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.